Event description:
It was reported that patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2006 due to mechanical complications. During the revision procedure, the modular head and acetabular cup were removed and replaced. It was further reported that patient underwent an irrigation and debridement procedure of the right hip on (B)(6) 2006 due to a non-healing hematoma wound. A review of the invoice history confirmed the surgery dates and which components were removed and replaced. Additionally, radiographs revealed loosening of the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06451 and 06452).